Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient's device stopped working over two years ago and the doctor gave the patient the option of having the device removed or turned off. They turned it off. Agent did not ask about the circumstances that led to the reported issue. Patient services documented reported issue.